Manufacturer narrative:
Other contact phone number: (b)6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) device shut down and unable to turn back on. There was no patient harm or injury reported.